Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. There were no indications that the reported blood leak resulted in any serious patient harm or adverse event, nor were there reports that medical intervention was required. The dialyzer was reportedly not available to be returned for a manufacturer evaluation. Multiple attempts to obtain additional information related to the reported event have thus far been unsuccessful.